Manufacturer narrative:
The instrument was returned and evaluated. Engineering confirmed that one of the grip cables was broken at the distal idlers pulley and was sticking out at the instrument's wrist. The idler pulley spun freely but had damages on the surface and edge. No other cables at the instrument's wrist were damaged. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.

Event description:
The user facility reportedly identified a broken cable from the mega suturecut needle driver instrument after it was cleaned and sterilized. The instrument reportedly was not used on a patient after the reported issue was identified and here was no allegation of harm or injury to a patient.